Event description:
A patient reported blood glucose results of "201 mg/dl, 133 mg/dl and 107 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solutions are being replaced.